Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric banding. According to the reporter: during the procedure, the entire needle detached from the device while suturing the stomach. The needle could not be located. Some tissue damage occurred. The surgeon did not want to take x-rays and the needle still remains in the cavity. There was no bleeding nor was operating room time extended.